Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. There reason for reoperation is not applicable as the device was not implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported ¿when implant was opened the circulating nurse removed the first seal to discover the second sterile seal was broken. Implant was not used.¿